Manufacturer narrative:
The product evaluation demonstrated that the user of the system had performed a test and an operations error occurred. The product did provide an error message, but it was not recalibrated by the user as instructed. The product performed within specifications.

Event description:
The incorrect calibration code, if used to perform an assay, could result in higher then expected readings. These results under certain conditions, could have adverse clinical effects.